Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batter was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not fluoro. This could cause the system to become unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.